Event description:
Per independent repair center statement, the unit was alarming or displaying a red light. The key failure was the 4-way valve not shifting fully. Additional malfunction was the smart pack was missing.